Manufacturer narrative:
Device is a combination product. Initial reporter address 1: (B)(6). Device evaluated by MFR. A stent was returned on a guidewire. The stent delivery system (sds) was not returned for analysis. Damage was noted along the entire length of stent. A dried red/brown blood like substance was noted on the stent. The guidewire was measured and the outer diameter measured 0.014.

Event description:
It was reported that catheter entrapment, stent dislodgment occurred and patient died. A 2.50 x 38mm synergy drug-eluting stent was advanced, through a non bsc microcatheter, to treat a dissection, but failed to cross the lesion. During removal the synergy stent got caught on the microcatheter and collapsed the stent and pinched it on the wire and completely removed. The procedure was completed with another of the same device. The patient was unstable after the procedure and later died.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that catheter entrapment, stent dislodgment occurred and patient died. A 2.50 x 38mm synergy drug-eluting stent was advanced, through a non bsc microcatheter, to treat a dissection, but failed to cross the lesion. During removal the synergy stent got caught on the microcatheter and collapsed the stent and pinched it on the wire and completely removed. The procedure was completed with another of the same device. The patient was unstable after the procedure and later died.